Event description:
It was reported that the customer passed away. The history in the insulin pump revealed several large deliveries of insulin. The coroner suspected that it may have been a suicide attempt. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.